Manufacturer narrative:
Updated fields are b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was being dispatched and arrived at onsite and during the period of an evaluation fse had confirmed that there is event failure of 118 during the event. Than the fse had replaced the display monitor to video generator board. After the replacement the unit had been calibrated and it had passed all the functional and safety tests per factory specifications and it was returned to the customer. There is an involvement of the patient during this incident. The fat dept. Performed a visual inspection of all parts received and found that all the parts are in good condition. The failure analysis and testing department couldn¿t replicate the failure experienced by the customer. Failure analysis received from the supplier stating probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down . Unit was swapped with a known good unit to avoid patient therapy delay.